Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer went to the hospital due to a diabetic ketoacidosis for three to four days. The customer had an issue with the infusion set. Customer's blood glucose level was not reported. The device was not returned.